Manufacturer narrative:
Date of report: 17jun2019. Date received by manufacturer: 14jun2019. Visual inspection of the returned sensor printed circuit board assembly (pcba) the failure investigation (fi) technician noted no evidence of damage or contamination. The failure investigation (fi) technician performed testing on the sensor pcba and was unable to replicate the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. Philips field service engineer (fse) confirmed the high oxygen alarm and air valve liftoff alarm in the device history report. The fse replaced sensor printed circuit board (pcb) to address errors found in log, unit passed all performance tests and is ready to be returned to service.

Event description:
The unit was reported to have a high oxygen alarm and an air valve liftoff alarm. It is unknown if the unit was in clinical use at the time the reported issue was discovered. No patient harm was reported. Event date not specified; estimate used.